Event description:
It was reported that the patient's generator was prophylactically replaced and their lead was replaced due to high impedance. The explanting facility historically does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported from a physician that the patient's device was not working. Upon follow up with the physician, it was clarified that the patient's device was working since 2013 but recently showed a high impedance error message. The physician was requesting to have a representative available to recheck the device. It was further noted that the patient has recently been more prone to falls, which may have contributed to the high impedance seen. No known surgery has occurred to date. No further relevant information was received to date.